Manufacturer narrative:
The product has been returned and upon investigation the complaint could not be reproduced. All results were within range of spec, the standard deviation was within spec and no errors/tdn were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 350 mg/dl, 48 mg/dl and 190 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.